Event description:
Seat on the commode is split. Replaced seat under warranty. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9630-4, serial number/date code is unknown at this time. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the seat on the commode split. He could not identify the lot number but the commode was purchased on order #(B)(4). Order # was checked but no lot / serial # was available. Per the product description on the invacare website, the weight limit for this all-in-one-commode is 300 lbs. The consumer's weight is unknown. The seat has been replaced under warranty.